Event description:
It was reported that there was a possible lead fracture. It was also reported that the ventricular lead impedance increased from 480 to 1123 ohms in bipolar and to 998 ohms in unipolar. The ventricular thresholds were also increased. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.